Event description:
New information available on 9/11/2018 states that, the device was reprogrammed and the issue was resolved. The patient was stable throughout.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited nonsustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. Programming changes were discussed. No patient symptoms were reported.